Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited loss of capture. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch:mw5147139.